Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® multiple sample luer adapter has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: luer attachment for vacutainer snapped inside dialysis needle access. When luer attached removed top stayed inside dialysis needle - unable to remove attempted to remove with sterile forceps, not possible. Pt required re-needling therefore had x2 arterial needles instead of 1.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for break off with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Event description:
It has been reported that one bd vacutainer® multiple sample luer adapter has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: luer attachment for vacutainer snapped inside dialysis needle access. When luer attached removed top stayed inside dialysis needle - unable to remove attempted to remove with sterile forceps, not possible. Pt required re-needling therefore had x2 arterial needles instead of (B)(4).